Event description:
It was reported that during an unk procedure, a branch of the device broke. Another same like device was used to complete the procedure. There were no adverse consequences for the pt. Add'l info requested but not yet received.

Manufacturer narrative:
(B)(4). (B)(4).